Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The screen brightness check failed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code [2351] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. The system air leak test passed. The teach pumps test passed. Pre-ast 15 mins 1000 ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were no visual indications of dried fluid under the pump assembly on the bottom cover. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer one (t1) on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that a liberty select cycler alarmed with a ¿m01-17 cannot teach pumps during setup phase¿ warning during step 2 of setup. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.